Event description:
During an onsite service inspection, the bec field service engineer (fse) observed that the rotor was still spinning while the door was open on the customer's optima xe - 90 centrifuge. Initially, the fse was onsite to inspect the customer's optima l100k centrifuge. The customer had taken the rotor (70ti rotor) from the optima l100k and ran it in the optima xe-90 for approximately one (1) hour. While running the rotor in the optima xe - 90 it made a noise. The rpm showed zero (0) and the vacuum would not vent. The fse could only hear the fans running. The fse checked the diagnostics and observed that there was a vacuum error and a drive frequency error. The result of the error message would be a lock-out of 5 minutes and the centrifuge would shut down. The centrifuge was not able to vent the vacuum. The fse cycled the power and then the centrifuge was able to vent the vacuum. As air entered the chamber, a noise was heard and the rotor began to shake. The fse turned the vacuum back on and waited for approximately 30 minutes before venting the vacuum again. The rotor was still spinning rapidly. The fse closed the door of the centrifuge and waited 15 additional minutes. At that point, the rotor was spinning much slower. When the rotor stopped spinning, the fse saw that the over speed disk had come off. The customer removed the sample from the rotor. The tubes were not damaged; no leaking occurred. There was no death or injury associated with this event. The fse/customer did not seek medical attention.

Manufacturer narrative:
The possible causes are: tachometer disconnected/failure; locked drive; or drive cable disconnected. Per service evaluation, the over speed disk damaged the tachometer module. The damaged tachometer was no longer capable of reading the speed of the rotor. Bec has requested the log file from the optima xe - 90 centrifuge to identify the specific steps that lead to this event in order to replicate and observe the malfunction. Bec identifier for this report is (B)(4).

Manufacturer narrative:
The serial number for the rotor is (B)(4). The 70 ti rotor is a three (3) year old rotor. The failed overspeed disc was in use for approximately one (1) year. There was no information on who put the overspeed disc on the rotor. The disc is a consumable, customer installable part. Instruction of installation can be found in the instruction for use (IFU) rotors and tubes, which is available to the customer. The field service engineer (fse) repaired the rotor and the instrument. The system is currently in use at the customer's facility.

Event description:
This is a follow up report.